Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The physician did not believe the device caused the incontinence. There were no device malfunctions associated with the explanted device and the patient fully recovered following the procedure.